Manufacturer narrative:
Model number/catalog number: sc-2218-70; serial number: (B)(4); batch/lot number: 19160321; model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient was experiencing inadequate pain relief. Computed tomography (CT) scan was taken and revealed that the leads have migrated. The patient will undergo a lead revision procedure.